Event description:
It was reported that this lead was an attempted implant. During the procedure, while placing the lead, optimal parameters could not be obtained. Subsequently, when repositioning the lead for better parameters, the helix became stuck. The lead was removed from the patient; however, further attempts to extend/retract the helix were not successful. The lead was exchanged for a different model and the procedure was successfully completed without adverse effects. The lead is expected to be returned.

Event description:
It was reported that this lead was an attempted implant. During the procedure, while placing the lead, optimal parameters could not be obtained. Subsequently, when repositioning the lead for better parameters, the helix became stuck. The lead was removed from the patient; however, further attempts to extend/retract the helix were not successful. The lead was exchanged for a different model and the procedure was successfully completed without adverse effects. The lead is expected to be returned.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of difficult/unable to extend/retract helix is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead was not returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.